Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the device would not rotate, had holes in the hose and loose components. It was determined that the device had no rotation due to the driveshaft being broken in half. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the device had loose components due to loctite deterioration. The assignable root cause was determined to be due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.